Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately nine days post implant of a leadless implantable pulse generator (ipg) the patient died.